Event description:
Caller states that the pt testded 3.4 inr and 3.5 inr while a comparison lab returned as >7.0 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.